Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had intermittent audio. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'intermittent issue with alarm speaker not working.' Was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be low alarm volume due to faulty rear flex cable. The rear flex cable requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.